Event description:
It was reported during the attempt to introduce the coil (638cf0615/(B)(4)) it was determined the coil was too large. When attempting to re-sheath the coil, it would not re-sheath. Physician indicated this may have been due to the rhv/sheath interface. Then, orbit coil (637mf2545/(B)(4)) was then advanced and it was determined the coil pusher wire was bent and the advancement was unsuccessful. He then attempted to place coil (637mf2535/(B)(4)). Upon advancement of the coil was not visible under fluoroscopic, assuming the coil had not advanced, an attempt to remove the coil resulted in the coil stretching. It appears the coil was hung up in the echelon 10 microcatheter, preventing it from advancing into the aneurysm. The coil was successfully removed without further incident. Three orbit coils were used after the coils in question and each performed properly. Sizes of coils used successfully are not known. All guidelines were followed when using the devices and a constant flush was maintained. After the event, no damages were noticed on the devices that did not stretch (kink, bend, stretched, fracture, separate, bend coil ring, etc.), and the coils remained attached to the delivery systems. The intended target site was the acom aneurysm with normal with minimal tortuosity. There was no adverse event reported and the devices will be return for analysis. No further information was available.

Manufacturer narrative:
It was reported during the attempt to introduce the coil (638cf0615/15832781) it was determined the coil was too large. When attempting to re-sheath the coil, it would not re-sheath. Physician indicated this may have been due to the rhv/sheath interface. Then, orbit coil (637mf2545/15875892) was then advanced and it was determined the coil pusher wire was bent and the advancement was unsuccessful. He then attempted to place coil (637mf2535/15812639). Upon advancement of the coil was not visible under fluoroscopic, assuming the coil had not advanced, an attempt to remove the coil resulted in the coil stretching. It appears the coil was hung up in the echelon 10 microcatheter, preventing it from advancing into the aneurysm. The coil was successfully removed without further incident. Three orbit coils were used after the coils in question and each performed properly. Sizes of coils used successfully are not known. All guidelines were followed when using the devices and a constant flush was maintained. After the event, no damages were noticed on the devices that did not stretch (kink, bend, stretched, fracture, separate, bend coil ring, etc.), and the coils remained attached to the delivery systems. The intended target site was the acom aneurysm with normal with minimal tortuosity. There was no adverse event reported and the devices will be return for analysis. No further information was available. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the costumer as unraveled coil kink was not confirmed, since the device was not return for analysis. The cause of the failure experienced could not be related to using a non-codman product as indicated in the label for use, the DHR suggest that the failure reported could not be related. Additionally, inspections are in place to prevent these kinds of failures from leaving from the facility. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The device is not going to be return for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt. This report is for complaint number (B)(4).